Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and delivery anomaly on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for delivery anomaly was performed. Customer and their healthcare provider believed the insulin pump under delivered insulin to the patient. Customer performed and passed the high pressure test. Customer's prime technique was done properly and the programming of the device was accurate. Customer was advised to change out their entire set, reservoir, insulin and treat their blood glucose per healthcare provider's instructions.